Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that falsely decreased sodium patient results were generated on the architect c8000 system. The customer's normal range is 133 - 146 mmol/l. No adverse impact to patient management was reported. Patient #1: initial result of 122 retested at 134 mmol/l. Patient #2: initial result of 119 retested at 135 mmol/l.

Manufacturer narrative:
The customer informed the abbott technical representative that they found that one of the mixers was bent. The customer replaced the mixer and recalibrated the sample and r1 pipettors as a precaution (no pipettor calibration issue was reported). There were no additional discrepant results reported after the mixer was replaced. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.